Event description:
The pt reported experiencing elevated blood glucose of up to 500 mg/dl and she believes the infusion device delivers too little insulin. She stated e4 (occlusion) error is often displayed on the device. In 2009, her blood glucose ranged from 268 mg/dl at 6:00am to 493 mg/dl at 12:00 despite bolusing through the infusion device. She changed the infusion set and continued to bolus and her blood glucose lowered to 244 mg/dl at 6:00pm. The pt changed the infusion site at 8:30pm and her blood glucose measured 183 mg/dl. The following day, her blood glucose measured 246 mg/dl at 3:00pm. Her normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second part to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.